Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer. The volume of the leak was about 2 ml and was not contained within the instrument. The operator was wearing gloves, gown and goggles. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined that the probe wipe was not moving all the way down. The ball bearing on the arm that moves the probe wipe up and down was sticking and not allowing the probe wipe to properly move. The fse lubricated the ball bearing and readjusted the probe wipe. The instrument ran without any leaks. The repairs were verified per established procedures. Failure mode was identified: the ball bearing on the arm the moves the probe wipe up and down was sticking and not allowing the probe wipe to properly move. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).